Manufacturer narrative:
Radiographic imaging, device/lot information, and any other information used to determine the root cause of the complaint was not provided at this time. Therefore the conclusion of the investigation is "cause not established".

Event description:
The patient underwent a tlif procedure (5/s) on (B)(6) 2022. It was found on an unknown date that the cage had backed out. The patient is scheduled to undergo a revision procedure on (B)(6). No further information is available. This complaint involves one (1) device.